Manufacturer narrative:
The most probable root cause would be samples at the limit of detection of the assay and the differences in testing methods. Review of the pcr curves for these runs shows no abnormalities typically associated with an erroneous result. Amplification observed for the sars-cov-2 target channel on all runs which were called positive appear normal. The late CT values on runs 4906, 7786, and 3254 indicate potential low-titer samples where results are known to waiver. The alleged lot was previously tested and a systemic reagent issue was ruled out.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results on 4 patient samples using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. All 4 samples were initially tested on cobas liat and generated a positive result for sars-cov-2 (negative for influenza a and b). The patient samples were immediately repeated on a competitor platform (genexpert) and generated negative results. All 4 samples were reported as negative. To date no harm is alleged. Per FDA¿s eua guidance, 4 mdrs will be filed.